Manufacturer narrative:
Additional information: adding UDI# (B)(4). This is a follow up report for this additional information. Adding explanted date (B)(6) 2017. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed tx 3.5s - 8 mm catalog # 24930. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.